Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that our clinical team had an issue where the needle once inserted did not separate from the hub. Arrow ex-io needle set 25mm lot 6120594.